Event description:
Customer called for assistance running a blood test. She tried 3 times this morning and the results were high and erratic. The customer was concerned with the tests results obtained of 96, 141 and 113mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-90mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is not stored according to specification in the bathroom. The test strip lot manufacturer¿s expiration date is 07/29/2027 and per the customer the open vial date is undisclosed. The meter memory was reviewed for previous test result history: result 1: 113 mg/dl date: on (B)(6) time: 8:49am fasting. Result 2: 141 mg/dl date: on (B)(6) time: 8:48am fasting. Result 3: 96 mg/dl date: on (B)(6) time: 8:47am fasting. Result 4: 96 mg/dl date: on (B)(6) time: 5:42pm 2hr after meal. Result 5: 80 mg/dl date: on (B)(6) time: 11:07pm bedtime/unsure.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips and meter were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.